Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touch screen overlay was found out of electrical specification. Analysis also found an error in the programmer software updates.

Event description:
It was reported there was a problem with stylus pen calibration. The programmer was returned for service. No patient complications have been reported as a result of this event.